Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed, and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported an unspecified high reading issue with the adc freestyle libre sensor, as compared to a healthcare meter. The customer reported she received a high sensor scan reading, and subsequently lost consciousness. The customer had contact with a healthcare professional, who diagnosed the customer with hypoglycemia and treated the customer with glucose 15 gel. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. A visual inspection was performed, and no issues were observed. The sensor plug was returned and fully seated. Extracted data from the returned sensor using approved software. The sensor was found to be in state 6 (indicating abnormal termination). Removed the sensor plug and inspected the plug assembly, no issues were observed. Sensor was de-cased and battery was replaced. The sensor was reprogrammed, and a linearity test was preformed. The linearity test did not pass therefore, an extended investigation has also been performed for the reported complaint. Extended investigation: a visual inspection was performed on the returned sensor and no failure mode found. The sensor was reprogrammed and a linearity test was preformed. All results were within specification. No malfunction or product deficiency was identified.

Event description:
The customer reported an unspecified high reading issue with the adc freestyle libre sensor, as compared to a healthcare meter. The customer reported she received a high sensor scan reading, and subsequently lost consciousness. The customer had contact with a healthcare professional, who diagnosed the customer with hypoglycemia and treated the customer with glucose 15 gel. There was no report of death or permanent injury associated with this event.